Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of air bubbles from the reservoir. The customer's blood glucose reading was 337 mg/dl. The customer stated that she had a big space in her tubing so she took the reservoir out and flushed it out and received a max fill. The customer stated that every now and then she will receive a low alert on the glucose meter; the customer will treat and then wait for another number. The customer was advised to change the fixed prime cannula until the air bubbles are no longer visible. The customer was advised to store the insulin at room temperature.